Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized in the intensive care unit with a blood glucose level of 696 mg/dl and ketones. Reportedly, customer did not complete the air removal step during the loading process. The customer was treated with intravenous fluids of saline and insulin. The customer was released (B)(6) 2026 with the issue resolved and no permanent damage. Tandem technical support educated the customer regarding the loading process.